Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that a hematoma occurred. The patient was enrolled in the (B)(6) study with a patient identifier (B)(6). (B)(6) is an investigator-sponsored research (isr) clinical study involving the acurate neo aortic bioprosthesis and the acurate tf transfemoral delivery system. Boston scientific (bsc) received data in an anonymized format. Therefore, for maintaining patient anonymity, only limited information was disclosed to bsc. Bsc is unable to acquire any further information. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. A 14f isleeve introducer sheath was selected for use during the procedure and an acurate neo valve was implanted. 4 days post procedure a big hematoma on the right groin was observed resulting prolongation of index hospitalization.